Manufacturer narrative:
Investigation summary: two loose 5ml assembled syringes were received and reported to be from batch#: 7208589 (p/n: 309703). The syringes have a white tip cap, labels attached to syringe exterior and full of clear fluid. The samples were visually evaluated. Syringe 1 ¿ brown embedded foreign matter observed in the barrel wall near the 0.6ml marking. The foreign matter is greater than level three in size, which is rejectable per product specification. Syringe 2 ¿ brown embedded foreign matter observed in the barrel wall near the barrel flange. The foreign matter is level 1in size, which is acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. No corrective actions are necessary based on the defective rate identified. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, contained 2 units with what appears to be either a particulate or stain. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, contained 2 units with what appears to be either a particulate or stain. No serious injury or medical intervention was reported.